Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. A visual inspection was performed which revealed a bent distal tip, jump coils, and coating peeled at approximately 204.7cm and at 236.8cm from the proximal end. All the outer diameter (od) measurements were taken and all of them within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 23-dec-2015. It was reported that guidewire coating issue occurred. A 035/260/3mm amplatz super stiff guidewire was advanced to cross the lesion. However, minor roughness of the guide blocked the catheter tip from advancing. No patient complications were reported. However, returned device analysis revealed coat peeling.